Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as small in diameter external iliacs, moderate to severe calcifications and moderate tortuosity. It was reported upon removable of the delivery catheter, the nose cone was not completely recaptured in the delivery system, and the nose cone caught on the stent graft resulting in the stent graft being pulled down 4 cm into the aneurysm sac. The physician was unable to cannulate the gate and the physician elected to covert the pt to an open surgical repair. The stent grafts and the delivery system were discarded by the user. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval: results: small in diameter external iliacs, moderate to serve calcification and moderate tortuosity. Prior to removal of the delivery catheter the nose cone was not fully retracted. Conclusion: small in diameter external iliacs, moderate to serve calcification and moderate tortuosity. Prior to removal of the delivery catheter the nose cone was not fully retracted.